Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had intermittent telemetry with implanted devices. The radio-frequency programmer head was replaced a number of times, but the situation did not resolve. The programmer was returned for service. It was confirmed through follow-up, that the intermittent telemetry did result in an unnecessary changeout of an implanted device. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the programmer passed all functional and system testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.